Event description:
It has been reported to philips that the equipment would not start up, stalling at 00:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the equipment would not start up. Upon some functional test, fse found that the computer was not turning on because of power supply or motherboard defect. Fse replaced flex vision pc. After the replacement of flex vision pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.